Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 11500a aortic valve was explanted after an implant duration of 1 year, 3 months due to unknown reasons. The explanted valve was replaced with a 27mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry that a patient with a 29mm 11500a aortic valve in aortic position was explanted after an implant duration of 1 year, 3 months due to endocarditis. The explanted valve was replaced with a 27mm 11500a valve. Per medical records the patient underwent redo sternotomy, redo avr, closure of rvot fistula and repair of pulmonary valve. Operative course was complicated by post cardiotomy cardiogenic shock, and a decision was made to place central ECMO. The patient was transferred to cticu.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, g3, g6, h6 health effect - clinical code, device code(s), type of investigation, and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the additional information received, this event is no longer considered reportable.